Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred during surgery. The surgery was completed after replacing the pack with another one. The is no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Two unused samples were returned and visually inspected. The drip chamber had been cutoff on one sample. Used labstock component to replace damaged item and continue testing. A full internal pressure leak test was performed on the cassette utilizing an external pressure source and no leakage was detected. The samples were then tested on a constellation console. Both samples could prime and tune successfully. The irrigation and aspiration pressure was within specification. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The samples passed functionality. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that these samples met specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).